Event description:
A medtronic representative reported that during a spine procedure navigation was 2-3 mm inaccurate lateral / superior. The medtronic representative checked accuracy by laying a screw on the pt's skin and then taking a spin with the o-arm. All instruments were accurate after the spin except the pedicle access kit (pak) needle and the mast dilator. The procedure was completed with the use of the stealthstation s7 system. No harm to the pt was reported.

Manufacturer narrative:
Medtronic representative was able to recreate the behavior during testing with a sawbones model. Pak needle, mast dilator and navlock awl all verified about 10mm above the divot and navigated inaccurately on the spine model by the same 10mm. The passive planar ball probe verified only in the divot and was accurate. Instrumentation is able to verify without being fully in the divot leading to inaccuracy.